Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the customer could not flush the 8f preface sheath using the smarttouch catheter. The catheter and that the preface sheath were flushing properly independent of one another but was not flushing during procedure once the st was passed through the sheath. The case was completed by replacing the device without any patient consequence.

Manufacturer narrative:
(B)(4) it was reported that the customer could not flush the 8f preface sheath using the smart touch catheter. Customer reported that the catheter and that the preface sheath were flushing properly independent of one another. Upon receipt, the sheath was visually inspected and it was found in normal conditions. Then per the reported event, an irrigation test was performed and the sheath passed, no internal occlusion was observed. In addition, the sheath internal diameter was measured and it was found within specifications. Finally, a known ¿ good smart touch was inserted through the sheath, a flow test was then carried out and it passed, no malfunctions were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.